Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a clot in the catheter was observed. The target lesion was located at the left main to left anterior descending (lad) artery. A 6f fl 3.5 impulse guide catheter was selected for use. The scrub nurse prepped the catheter with heparinized saline flush and inserted it via a medtronic exchange guide wire. However, the pressure waveform was absent so the catheter was removed and was flushed again with different heparin and from there a clot was observed to be in the catheter. Following this, another non - bsc catheter was used and patient recovered successfully. No patient complications were reported and the patient is stable.